Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during routine inspection ankle clamp is broken.

Manufacturer narrative:
An event regarding a fracture involving a tibial alignment ankle clamp em was reported. The event was confirmed. Method & results: visual analysis confirmed the reported event medical records received and evaluation: not performed because no patient records were provided. Device history review: a review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history records indicated that there have been other events for the reported lot. Conclusions: the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. A ncr and a CAPA were opened to perform a 4d investigation.

Event description:
It was reported that during routine inspection ankle clamp is broken.